Manufacturer narrative:
The account found the actuator to fail (snap) during a patient transfer. The patient was just lifted from the bed at the time of the failure. According to the instructions guide for the liko light, it is stated to never move the lift by pulling on the actuator! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the customer performs preventative maintenance on this lift. The account scrapped the lift and ordered a new liko lift to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the actuator of the lift failed (snapped) during a patient transfer/lift. The lift was located in the patient's home. There was no serious patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).